Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the knife moved but stopped moving forward and did not return to home position when the pcee60a was used at the 1st firing by a pulse-firing. The manual override lever was used to return the knife. The device was used on the ileocecal region. When the package of the b12srt was opened, it was not fixed firmly so that it fell off and became unclean. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.